Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Fluoroscopic evaluation confirmed the lead had fractured. An invasive procedure was performed. The lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.